Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor seized, was rough running and defective. It was further determined that the device had water damage, machine was dirty and corroded, engine and transmission parts were defective and totally damaged, and the machine was not running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty care and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device seized, was rough running and defective. It was noted in the service order that the device had water damage, machine was dirty and corroded, engine and transmission parts were defective and totally damaged, and the machine was not running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.